Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose in time of admission was 33 mmol/l. The customer was admitted to the hospital via ambulance. The customer stated that the high blood glucose is not due to pump but his error and forgetting to take insulin. The customer pump removed in the hospital and reatached on the following day and failed again. The customer tried to reset temp basal of 60 percent ratio but unable to press buttons to adjust the setting pump beeping continuously. The customer currently using manual injections and hopes to be discharged shorlty.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switches on the up and down arrow buttons. No button error alarm noted. No moisture damage noted on keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The keypad connector on lcd board was locked. The insulin pump had minor scratched display window and a scratched case. No moisture damage noted on electronic assembly or on motor.